Event description:
An optometrist reported that random left eyes have been experiencing over-corrections. The surgeon uses a third party nomogram to assist with calculating the prescription that will be programmed in the laser. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).